Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from result obtained of 150 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result is 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated that she had removed the true metrix test strips from the vial and stores them with another brand of test strips. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Manufacturer contacted customer in a follow-up call on 17-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.